Event description:
The evis lucera elite gastrointestinal videoscope was used in 40 procedures between date a (the infection was confirmed (or suspected) and date b (device was used to the infected (suspected) patient) and between date a (sample was collected for culture test) and b (results of culture tests were obtained). Olympus received further information confirming that there were no other patient infections among the 40 aside from the 2 that were already reported.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected in b5 and correct information that were inadvertently left off from the initial MDR.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the user¿s cleaning disinfection and sanitization (cds) practices, device evaluation, hygiene microbiological investigation (hmi) third-party culture testing, and the legal manufacturer's final investigation. The facility provided the following cds practices of the subject device: precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. During manual cleaning, the device passed the leak test and was rinsed before manual disinfection. The automated endoscope reprocessor (aer) used was a non-olympus machine. The endoscope was stored in an olympus edc plus drying cabinet. The device was evaluated by olympus. Although there were non-reportable (non-pae) defects noted, there were no reportable (pae) device defects observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported patient infection could not be determined. Although microbial contamination of the device was initially reported, culture test results were not provided by the customer. Furthermore, olympus culture tested the device (hmi via third-party) after reprocessing in accordance with instructions for use (IFU) manual, and no microorganisms were detected. In addition, per the information provided by the customer, it was confirmed that there was no obvious deviation from the reprocessing methods outlined in the IFU manual. Therefore, a root cause could not be identified. The event can be detected/prevented by following the IFU which state: chapter 6: compatible reprocessing methods and chemical agents chapter 7: cleaning, disinfection, and sterilization procedures chapter 8: cleaning and disinfection equipment this supplemental report includes an update to d9 and h3 from the initial medwatch. Also, additional information has been added to d8 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope resulted positive to microbiological testing. Olympus further received information from the customer indicating that two patients had developed an infection. The first patient underwent an outpatient endobronchial ultrasound (ebus) procedure wherein this device was used on (B)(6) 2023, while the second patient had their ebus procedure on (B)(6), 2023. Both patients had a fever for around 10 days post procedure. There were no patient samples taken/tested. The patients were treated with bactrim, linezolid, tazobactam, and piperacillin and were discharged after 10 days. The device was reportedly quarantined without being used after the patient infection was confirmed. The physician performed some bibiographic analysis regarding this issue and found that the cause may be in small lesions of the biopsy channel or the instrument terminal. There was no further harm or user injury reported due to the event. The related patient identifier (B)(6) reports the first patient.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from expert review. Based on the results of the expert reviews, the link between patient infection and endoscope contamination is unknown as neither the patient infection report nor the hygiene microbiological investigation (hmi) result from the customer are available. According to the cleaning disinfection and sanitization (cds) checklist some information is missing and it is possible no brushing step had been performed. In addition, the overall appearance of the scope is in bad condition, and it cannot be ruled out that the leak and/or the deformed distal end might have a negative impact on reprocessing efficacy.